Event description:
It was reported that the battery remaining in this device has decreased from 100% last (B)(6) down to 11% at the last follow-up. The patient is in hospice and the therapy is now off. The device remains implanted. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects.